Event description:
It was reported that this implantable device reverted into safety mode, subsequently was successfully explanted and replaced. This was found to be an advisory device. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable device reverted into safety mode, subsequently was successfully explanted and replaced. This was found to be an advisory device. No additional adverse patient effects were reported outside the revision procedure.